Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The 85% stenosed, 28mmx2.75mm target lesion was located in the moderately tortous and moderately calcified right coronary artery. A 2.75 x 28mm synergy drug-eluting stent was used to advanced to treat the lesion. However, it was noted that the stent moved on the balloon but the stent was still on the balloon. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The 85% stenosed, 28mmx2.75mm target lesion was located in the moderately tortous and moderately calcified right coronary artery. A 2.75 x 28mm synergy¿ drug-eluting stent was used to advanced to treat the lesion. However, it was noted that the stent moved on the balloon but the stent was still on the balloon. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.